Event description:
It was reported that the haptics of the zcb00 lens stuck together after insertion into the eye (B)(6) of 2012. No patient injury was reported. The serial number of the lens is unknown.

Manufacturer narrative:
(B)(4). The lens was not returned for analysis. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. (B)(4): placeholder.